Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified below-the-knee vessel. A 1.2mmx15mmx142cm emerge, a 2.5mm x 20mm x 144cm coyote es, and a 2.5mm x 40mm x 146cm coyote es balloon catheter were each advanced for dilatation. However, each of the three balloons ruptured during the first inflation at 14 atmospheres for 5 seconds. The devices were removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.